Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: a review of the pump¿s black box revealed one ¿no cartridge detected¿ warning. The load step malfunction was duplicated during investigation. During the load step, the piston pushed up until the cartridge was empty. The force calibration failed. The pump was opened and there was no evidence of physical damage on the force sensor pins. There was moisture found on the force sensor plate. (B)(4).

Manufacturer narrative:
Follow-up #2: date of submission 04/07/2017. Correction to serial #.